Manufacturer narrative:
Updated sections: d10,g4,g7,h2,h3,h6,h10. Internal complaint number: (B)(4). Specific actions for the reported and analyzed failure modes are being maintained and documented under maquet's failure investigation report (fir) system. The device was returned to the factory for evaluation. An investigation was conducted on 09/25/2019. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting handle. The heater wire was observed to be completely flexed away from the hot jaw. The heater wire was observed to be bent at the center, with detachment at the tip, but remaining attached at the base of the hot jaw. The clear silicone on the hot jaw near the tip was observed to be cracked in various parts on the inside to the tip of the hot jaw. No detachment of silicone was observed. The clear silicon on the cold jaw was observed to be intact, no visual defects were observed. Based on the returned condition of the device, the reported failure "material twisted/ bent wire" was confirmed as well as the analyzed failure "peeled jaw".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery strip separated from the jaws. Product was removed from field. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery strip separated from the jaws. Product was removed from field. A replacement device was used to complete the procedure. The hospital did not report any patient effects.